Event description:
It was reported, that the videoscope had an internal leak. The issue occurred, during reprocessing with no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: bending section distal end detached. A root cause could not be identified. And the investigation findings did not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.